Event description:
It was reported that during set up for a procedure, the tps unidirectional footswitch would stick in the activated position for a couple seconds before returning to the inactivated position. It was reported that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was discarded by the manufacturer.

Event description:
It was reported that during set up for a procedure the tps unidirectional footswitch would stick in the activated position for a couple seconds before returning to the inactivated position. It was reported that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.